Event description:
A customer reported encountering a cgm error. The error did not adversely affect the customer's blood glucose level. Customer support provided guidance for resetting the pump, and the customer was able to successfully start their sensor session, resolving the issue without further complications.